Manufacturer narrative:
The reportability was reassessed and found to no longer require submission - aesculap is not the legal manufacturer of this device.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pas-port proximal anastomosis device. According to the complaint description two tines were bent during surgery. After the surgeon pull the svg through the cartridge of the pas-port system by using the pull through tool with no problem, he/she poked through the svg by using the poke-through tool and found that the two of tines did not penetrated the svg. The surgeon tried again to poke-through, however, the two of tines did not penetrate the svg again. The surgeon checked the tines of the cartridge and found the two of tines were bent. The surgeon used second pas-port system to complete the surgical procedure. There was no patient harm. The malfunction is filed under aag reference (B)(4).